Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away from a car accident. Multiple attempts were made to contact the next of kin of the customer, however, only voicemails were left. On (B)(4) 2015, a call back request letter was sent. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.